Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported damage may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A synergy¿ drug-eluting stent was implanted to treat the lesion. However, when a non-bsc intravascular ultrasound (ivus) was advanced into the proximal section due to wire bias, the previously implanted stent was noted to be deformed. An additional stent was deployed over the deformed area and the procedure was completed successfully. There were no patient complications reported.